Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had an overload fault error during a case. No patient injury was reported.